Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: d224drg, ICD; implant: 2010-(B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to their right ventricular (rv) lead oversensing, exhibiting high impedance, and a lead fracture is suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.